Event description:
The subject device was used during an uncertain procedure. At the beginning of the procedure, the device made metal on metal sound. And the patient bled but was not life-threatening. The surgeon replaced with another thunderbeat device and continued procedure. Olympus has followed up with user facility to obtain additional information regarding the reported event, but with no result.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. There were contact marks on the surface of the probe and the jaw. The ptfe pad was worn asymmetrically. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the ptfe pad was worn asymmetrically with activating output without grasping anything and there was a possibility that the device didn't work to seal. This report is being submitted as a medical device report in an abundance of caution.